Event description:
It was reported that the patient experienced a loss of therapeutic effect which began a few days earlier. Therapy had been "working great" prior to a few days ago. There was no known accident or incident related to the event. When interrogated with the patient programmer, the neurostimulator was found to be off. Stimulation was turned back on and the patient was going to monitor her symptoms.

Manufacturer narrative:
Lead: model 3889-28, lot# v481125, implanted: (B)(6) 2010, explanted unk. Programmer: model 3037, serial# (B)(4).